Manufacturer narrative:
Inspection of the device found fluid leaking through a tear on the exposed portion of soft cannula during fluid path test, where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. The pod was received with evidence of blood on the exposed portion of soft cannula and cannula plug. During investigation, no damages or defects were found on the formed needle and the bottom housing that would cause bleeding/ bruising at the infusion site. The actual cause of the reported bleeding /bruising could not be determined. Deep cracks were found on the top housing. It could not be determined when these cracks had occurred. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached almost 400 mg/dl. For treatment, the patient removed the pod and gave a correction bolus. The ketones were moderate.